Manufacturer narrative:
Technician found the valve solenoid is failing. Technician replaced the valve solenoid to resolve the issue.

Event description:
Account alleged, the head hi/low is drifting down. No injuries reported.